Manufacturer narrative:
The device history record (DHR) was unable to be reviewed as the device serial number remains unknown. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood.

Event description:
Edwards received notification that a patient with a 2800tfx valve implanted in the pulmonary position underwent a valve-in-valve procedure after an unknown implant duration due to calcification leading to stenosis and regurgitation. The patient presented with short of breath. A 26mm sapien 3 valve was implanted within the surgical edwards valve using the transvenous approach. The final valve position was acceptable with no pvl. Patient condition was noted as to be good. Despite repeated attempts to receive further information regarding this event, no additional information was received from the customer.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that a patient with a 21mm valve implanted in the pulmonary position underwent a valve-in-valve procedure after an unknown implant duration for unknown reason. A 26mm transcatheter valve was implanted within the surgical edwards valve using the transvenous approach. The final valve position was acceptable with no pvl. Patient condition was noted as to be good.